Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-01. H.6. Investigation summary: samples and photos received for investigation. Samples were evaluated for loose foreign matter in the fluid path and/or lubricant presence. The oily liquid that the client observes is medical grade silicone and which is used as a lubricant, the silicone content of the samples received is within the acceptance level. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 7 syringes 5ml ll 21ga 1-1/4in mx bun contained foreign matter. This was discovered before use. The following information was provided by the initial reporter: "some plastipak syringes 5ml 21g x 32mm have been detected with oily liquid in the plunger part."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 7 syringes 5ml ll 21ga 1-1/4in mx bun contained foreign matter. This was discovered before use. The following information was provided by the initial reporter: "some plastipak syringes 5ml 21g x 32mm have been detected with oily liquid in the plunger part."